Event description:
The patient presented with a ruptured right posterior communicating artery aneurysm. It was reported that due to the tortuousity of the anatomy, the physician found that the stabilizer would not advance through the microdelivery catheter to deploy the stent at the lesion. The stent delivery system was removed without any complication and a non boston scientific stent placed followed by coil embolization. The device was returned for analysis and it was found that the catheter had separated at the proximal end.

Manufacturer narrative:
The device history record review confirmed that the device met all material, assembly and performance specifications. Visual inspection of the returned device noted that the proximal end o the microdelivery catheter was stretched and separated under the strain relief and the inner braid was intact. Also, the distal shaft, immediately distal to the stent location was compressed. A large amount of blood was observed in the microdelivery catheter. The stent was in the intended location. The stabilizer was butted against the proximal end of the stent and was observed to be kinked on it's proximal shaft. The guidewire used in the procedure was also returned within the delivery system and found to be kinked. Functional testing to deploy the stent was performed, the stent deployed onto the table without any difficulties. The stent conformed to it's visual specifications. The device was found to conform to all it's dimensional specifications. The damages found on the device are indicative of stent deployment friction due to unusually high friction between the stabilizer, microcatheter and/or stent in the system. The high friction may have led the physician to apply excessive force between the stabilizer and catheter in an attempt to deploy the stent. This tensile force in the catheter can cause stretching and the corresponding compressive force in the stabilizer can cause buckling, bending, and kinking. The root cause of the high friction cannot be definitively determined in this case, but the highly tortuous anatomy reported is a likely cause so a root cause of operational context was assigned.